Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the touchscreen calibration. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) checked the touchscreen and confirmed that it was faulty. The calibration was not functioning, and the touchscreen was damaged. The asp replaced the touchscreen, and the device began to test normally. The device was returned to full functionality and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 08apr2024, it was clarified that the initial issue with the touchscreen was that the touchscreen was cracked. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.